Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy in '08. During the procedure, the blade on the disposable hand piece would not turn. A second device was tried and the blade turned slowly. A third device was tried and the same issue occurred. The pt had a very large uterus and very calcified tissue. The surgeon retried the second disposable hand piece and successfully completed the procedure with no adverse pt consequences.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the device manufacturing records was conducted and the device met all finished goods release criteria.